Event description:
The surgeon implanted aq2010v silicone lens. The surgeon realize after implanting this lens that the wrong lens was implanted into the patient's eye. The incision was enlarged to remove the lens and was replace with the correct lens.